Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death.

Event description:
Clinic notes were received indicating that the vns patient began experiencing an increase in seizures in january 2014 and experienced a fall that fractured his arms. The neurologist subsequently increased the patient¿s medications. In (B)(6) 2014, the patient was hospitalized due to a generalized tonic-clonic seizure followed by a prolonged and combative post-ictal period. The patient had a seizure with post-ictal nausea and vomiting approximately 2.5 weeks prior to his office visit on (B)(6) 2014. In the past, the patient had loss of taste and appetite for a variable period of time along with post-ictal vomiting after a seizure. During the office visit, the patient¿s device showed high lead impedance (impedance value ¿ 8482 ohms). The neurologist adjusted the patient¿s medications to improve the patient¿s compliance with the medications. X-rays were not taken. No patient manipulation or trauma was reported. The neurologist was unsure about the relationship between the high impedance and increase in seizures. The patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. Diagnostic results with the replacement lead and existing generator showed near end of service so the generator was replaced during the procedure. The patient¿s replacement device was not programmed on. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.

Event description:
Analysis of the lead was completed on (B)(4) 2014. Abraded openings were noted on the outer and the inner silicone tubing. A break was identified in the positive coil at two locations. Scanning electron microscopy images of the positive coil breaks and 4 representative strands segments show that pitting or electro-etching conditions have occurred at the two break locations. Due to metal dissolution the fracture mechanism of the break located at 29.3cm from boot a conclusive determination of the fracture mechanism cannot be made. Images of the mating end located at 29.8cm from boot suggest that a stress-induced fracture (due to rotational forces) has occurred on the coil wires. Due to metal dissolution and/or surface contamination the fracture mechanism of the 4 strands segments cannot be determined. Scanning electron microscopy images of the positive coil break at 30.3cm from boot show that a stress-induced fracture (fatigue) has occurred in at least three strands of the quadfilar coil. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Generator analysis was completed and will be reported in MFR. Report # 1644487-2014-01411.